Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the rca. Approximately 12 months post index procedure, the patient suffered a gi bleed. Investigator assessed that the event was not related to the study device. Patient was treated with medication and recovered. Patient was on dapt at the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.